Event description:
Information received by medtronic indicated that the user experienced temperature issues with the catheter. Two successful ablations were performed, but the temperature was not dropping low enough on the next three ablation attempts. The catheter was replaced, the issue resolved, and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 11/14/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files were reviewed and showed that multiples injections did not go under -36°c. Visual inspection of the returned catheter showed the device was intact with no apparent issues. The reported temperature issue has been confirmed through testing. The catheter failed the returned product inspection due to a loose tc electrical cable in the handle. This report will be recorded and trended.